Manufacturer narrative:
Additional information: b5, g3, h6 (b18). H3 evaluation summary: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that three capsules failed to detach from the same lot on the same patient. All capsules were still attached to the delivery device upon removal from the esophagus. Handle was maneuvered/twisted per the protocol for capsule release. The deployment device inserted with the capsules facing the tongue. The deployment device inserted while the entire device including the handle was maintained in the horizontal plane. The vacuum pump pressure reach 550 mmhg prior to placement. No lubricant was used to facilitate the placement of the capsule. After the 3rd attempt, the physician requested that the box from same lot and delivery system be removed. There was no patient or user harm.

Event description:
It was reported that three capsules failed to detach from the same lot on the same patient. All capsules were still attached to the delivery device upon removal from the esophagus. After the 3rd attempt, the physician requested that the box from same lot and delivery system be removed. There was no patient or user harm.

Manufacturer narrative:
D10 concomitant product: fgs-0635, fgs-0635 cf delivery dev caps bravo x5 (lot#66652f); fgs-0635, fgs-0635 cf delivery dev caps bravo x5 (lot#66652f). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.